Event description:
Noticed blurry vision and a white opaque line on the lens after about a week and a half of wear. This is the third different lot number I've tried and I keep having the same problem.